Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not happy that newly replaced insulin pump and old insulin pump had buttons that were difficult to press. Customer wanted to test different insulin pumps for button press ease. Customer was advised that this could not be done. Customer requested insulin pump to be replaced in a different color.